Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's software was upgraded to address the issues.